Event description:
It was reported by service report that the IV pole was broken off at the threaded adapter and could fall in an unintended direction. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.